Manufacturer narrative:
Investigation completed on a smiths medical ambulatory ambulatory infusion pumps/cadd solis vip pumps - 2120 alarms cassette not attached properly displayed in the event log. This was unable to duplicated during testing. Preventative action taken to replace the down stream sensor. Unknown cause of event.

Event description:
Summary of device evaluation completed and summarized.

Manufacturer narrative:
Other, investigation completed on a smiths medical ambulatory ambulatory infusion pumps/cadd solis vip pumps - 2120 alarms cassette not attached properly displayed in the event log. This was unable to duplicated during testing. Preventative action taken to replace the down stream sensor. Unknown cause of event.

Event description:
Summary of device evaluation completed and summarized.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarms cassette not properly. No patient adverse events reported.